Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that a slight twist/stretch to the lead was visible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) lead leads had dislodged and exhibited loss of capture. X-ray confirmed that the leads were twisted around each other and appeared to be consistent with twiddler. Reprogramming was initially performed and, subsequently, the leads were explanted and replaced. No patient complications have been reported as a result of this event.